Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
Device was not able to be interrogated. The device was explanted and replaced. The physician was unable to rule out interrogation issues due to the device being at end of life or premature depletion due to being part of the premature battery depletion advisory of 2016. The device will not be returned for analysis. The patient was stable following the replacement procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was unable to be interrogated. A device exchange is anticipated but has not been performed yet. The patient was in stable condition. Further information was requested but none was received.